Event description:
Situation - during photopheresis treatment high return pressures despite patent IV access, slowing flow of return rate adjusted by equipment due to false high return pressure. Background - the cellex machine automatically adjusts collect and return rates bates on venous access pressures. Assessment - the issue was called into mallinckrodt, treatment ended, blood returned, and procedure restarted with a new kit lot#. Recommendation - the kit will be sent to the manufacturer for inspection as we had the same problem with the same kit lot# last week. Mallinckrodt representative looking into replacing the 10 kits we have with lot# l307. Manufacturer response for photopheresis kit, (brand not provided) (per site reporter) rep worked directly with site on remediation.